Event description:
It was reported that the prograsp forceps instrument did not respond correctly with the surgeons' hand movements during a da vinci prostatectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint, instrument did not respond correctly with the surgeons' hand movements. Failure analysis placed the instrument on an in-house is3000 system and the instrument passed motion testing. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .036 - .118 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.